Manufacturer narrative:
(B)(4).

Event description:
The customer reported touch screen unresponsive on an 840 ventilator. Device was being used on a pt when event occurred. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and cleaned the touchframe screen. No parts were replaced. The device passed all tests.